Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still remained in the clevis. The clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after successful completion of a da vinci si salpingectomy procedure the wire at the tip of the permanent cautery hook instrument was sticking out. There were no missing or fallen pieces reported. There was no patient harm, adverse outcome or injury.